Event description:
On attempting to prep device, it was clearly evident that the seal was faulty between the grey hub and the black cuff at the proximal end of the stainless steel hypotube as air was easily pulled into the prep syringe.

Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.